Manufacturer narrative:
The device history record review has been completed and confirms that this device passed all manufacturing and sterilization inspections with no related non conformances.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review is currently in process.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned, through follow-up with the health-care provider, that the device was explanted at implant due to a perivalvular leak noted after weaning the patient off of cardiopulmonary bypass (cpb). According to the operative report, the patient presented with severe mitral regurgitation and moderate aortic stenosis and therefore, was referred for mitral valve repair and aortic valve replacement. The aorta was opened in a horizontal position. There was extensive plaquing of the right coronary commissure. This made visualization quite difficult of the right annulus. The aortic valve was resected and the annulus decalcified and left ventricular cavity copiously irrigated with ice saline solution. The edwards aortic bioprosthesis was secured with pledgeted sutures. The aorta was then reconstructed with a running 4-0 prolene suture. The aortic crossclamp was removed and significant perivalvular leak was noted. Therefore, the aortic crossclamp was replaced, and the aorta was reopened. The aortic valve had to be removed secondary to a difficulty in identifying the right portion of the annulus where the leak was evident. The valve was removed another edwards valve of the same model and size was implanted. The patient tolerated the procedure well. Furthermore, there have not been any allegations of a product malfunction.